Event description:
Customer reported table breaks unlocked. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A product inspection/analysis was not performed as the device was working as intended after the initial allegation was provided to baxter. During follow-up with the customer it was confirmed that the brakes did not physically unlock. There was only a notice on the remote control for an unknown floor lock state. Based on this, a device inspection or repair was considered to be not necessary. The received notice on the remote control is not a device malfunction. It is a message to notify the user prior any critical situation occurs. The user can react accordingly to the notice. Based on this, no further actions are required, and the complaint was determined to not meet the definition of a reportable event.

Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
Customer reported table breaks unlocked. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4)